Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the t1 was deployed without any problems, but the t2 failed to deploy. The needle inside the ff 360 shaft was just sliding behind t2 instead of engaging and pushing it down the shaft into the meniscus.